Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted if explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 12.5 diopter intraocular lens (iol) was damaged. It was reported that there was no patient contact. No other information was provided.

Manufacturer narrative:
Device evaluation: the sample return was received at site and revealed a folding carton with packaging components received (implant ID, patient ID, label, outer pouch without lens). No lens was received in the return. Therefore, complaint issue could not be confirmed. Product testing could not be performed. Manufacturing record review: the manufacturing process record was evaluated and the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.